Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that they were unsure if the patient line had been fully primed. There was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.